Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received from (B)(6) that reported a vns pt had full revision surgery for lead break on (B)(6) 2010. The explanted product was discarded; therefore, will not be returned for product analysis. Good faith attempts were made for further details with the pt's treating physician's office and currently no further information is available to be provided to the manufacturer. At a later date, when the site has time to review request for information, further details may be provided to the manufacturer. Review of internal programming history, it was noted ((B)(6)2010) system diagnostic test: high impedance over 10000 ohms. The pt had their generator replaced (B)(6) 2010 so likely high impedance was discovered at that time and full revision surgery planned for (B)(6) 2010.